Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic vats. The device could not unload the reload. The black firing knobs would not fully retract. It could not pull back on ears and release reload. New handle was used to complete the case. There was no injury caused to the patient and no medical intervention was required.